Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that customer experienced high blood glucose of 469 mg/dl and buttons were sticking as well as insulin pump was not delivering and insulin pump did not have warning. Customer stated that insulin pump took long time to rewind, it seems like it is grinding along and batteries did not last as long. Insulin pump will not be returned for analysis.